Event description:
The customer alleged ventilator became inoperative while in pt use. No pt harm reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing.